Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she lost her insulin pump and started using an old one. The customer inserted a new battery and the device alarmed external ram crc error. The customer's reading was 38 mg/dl. The customer treated with manual injections. The customer was assisted with retrieving the settings. The customer performed a displacement test and a self-test and they both passed. Nothing was replaced or returned.